Event description:
Medtronic received information that 43 months post implant of this bioprosthetic valve, the patient had the valve removed because of calcification and no leaflet movement. The valve was replaced with another medtronic bioprosthetic valve with a CABG procedure.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the stent posts were slightly deflected. All leaflets were stiff due to mineralization and/or thrombus on the outflow. The visible inflow was intact. The condition of the outflow could not be determined due to host tissue and/or extrinsic mineralization that filled the outflow. The condition of the commissures could not be determined due to host tissue and/or extrinsic mineralization that filled the outflow. Thick glistening off white pannus lined the sewing ring on the inflow, over the tissue and base stitching, to the inflow margin of attachment, into all inferior coaptive areas and 1 to 4 mm onto all cusps reducing the inflow orifice area. Pannus lined the sewing ring on the outflow. Tan thrombotic host tissue lined the mass-like calcified material to the outflow margin of attachment of all cusps. Radiography showed mineralization in all cusps and commissures. Conclusion: reduced performance of the valve is attributed to thrombus, calcification and host tissue overgrowth. This finding is generally considered a patient-related condition. Per the mosaic IFU, nonstructural dysfunction (obstructive pannus ingrowth, suture dehiscence, inappropriate sizing, other) is identified as a potential adverse event that could lead to reoperation, explantation, permanent disability or death. (B)(4).

Manufacturer narrative:
The product has not been returned for analysis, however the return has been requested. The investigation is ongoing. Details of the analysis and investigation will be provided in a supplemental report. (B)(4).

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.